Event description:
A report was received that a newly implanted patient is experiencing pocket irritation. The physician advised the patient to turn stimulation off and use lidoderm pain patches. The patient was prescribed oral antibiotics following a blood test. The physician decided to explant the patient's entire system after the patches didn't resolve the patient's pain. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description: enh st ld kit, 50 cm the explanted ipg passed visual, electrical,photographic imaging and performances test done. The device exhibits normal device characteristics. The explanted leads were damaged during the explant procedure, which is not considered a failure.

Event description:
A report was received that a newly implanted patient is experiencing pocket irritation. The physician advised the patient to turn stimulation off and use lidoderm pain patches. The patient was prescribed oral antibiotics following a blood test. The physician decided to explant the patient's entire system after the patches didn't resolve the patient's pain. The patient is doing well following the explant.